Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) had the patient cycle power twice to clear the error and start over with new supplies. The patient explained this was his last set of supplies. (B)(4) suggested an emergency supply delivery, but the patient elected to end therapy for the night and contact their dialysis nurse in the morning. The patient explained he completed therapy last night and should be ok to miss tonight's therapy. (B)(4) assisted the patient in removing the supplies. (B)(4) contacted the patient's dialysis nurse who advised they saw the patient in clinic (B)(6) but the patient did not mention the error. (B)(4) explained the error and the nurse agree to follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. System error 2240 is being investigated through (B)(4).